Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced pauses observed on electrogram (egm) during a magnetic resonance imaging (MRI). The device was taken out of protection mode. The device remains in service. No adverse patient effects were reported.